Event description:
This ICD was explanted because of failure to interrogate and no pacing. The patient came in to have therapy turned off for another surgical procedure. It was reported that in the patient's chart, the patient was defibrillated, but it is unknown if it was by the device or external.

Manufacturer narrative:
October 27, 2009the analysis on this device is pending.

Event description:
This ICD was explanted because of failure to interrogate and no pacing. The patient came in to have therapy turned off for another surgical procedure, when it was noticed that the device failed to interrogate. It was reported that in the patient's chart the patient was defibrillated, but it is unknown if it was by the device or external.

Manufacturer narrative:
The analysis on this device is pending. Please note it is possible that the battery depletion could have occurred with too many charges since the medical records do not rule out this possibility. (B) (4)